Event description:
The surgeon has reported that the product is faulty as the icp sensor would not record a reading. As a result, the surgeon removed the faulty catheter and implanted a new ventricular catheter kit.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.